Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high reading issue was reported with the freestyle libre 2 sensor. The customer reported that at 2.57 pm on (B)(6) 2021, the sensor received a scan of 5.2 mmol/l when compared to a built-in meter result of 3.4 mmol/l. The customer experienced symptoms described as ¿foam from the mouth¿, sweating, pale in the face, seizures, and a loss of consciousness. The ambulance was called and an hcp meter reading of 3.9 mmol/l was obtained compared to a sensor result of 5.2 mmol/l. The customer was diagnosed with hypoglycemia and administered 100 ml of glucose and then self-treated with bread after regaining consciousness. There was no report of death or permanent injury associated with this event.